Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the doctor was able to retrieve the capsule. The patient was not injured following the procedure.